Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer from (B)(6) hospital reported that ants were seen on the top of the sterile packed syringe kit as well as the inside of the gmv gentamicin bone cement. Upon checking with warehouse, the products were returned from another hospital due to cancelled case - hospital (B)(6). The warehouse did not perform any inspection on the returned boxes from (B)(4) as the box seal was intact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states: ¿customer from (B)(6) hospital reported that ants were seen on the top of the sterile packed syringe kit as well as the inside of the gmv gentamicin bone cement (ref: 3105-040; lot: 8854778) box upon receipt at the hospital. Device history lot device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:   added: d10. Correted: h3.